Manufacturer narrative:
Device evaluation: during the technical inspection, the error description provided by the customer, "error code 3fd", could not be confirmed. The failure codes 3fd and 3ff were found several times in the log files. This was caused by dirt within the proportional valve which is a consequence error of the dirt in the device. Further the spacer for mounting hose-heating cable was found broken and the software was outdated. However the additionally found issues are independent from the reported error codes. The investigations carried out did not reveal any causes related to the labelling, or the device history. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "error code 3fd". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).